Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins stopped working because "pos" appeared on the insr. Pt stated that these issues started yesterday when they went to turn the ins back on. Mdt rep noted the pt also saw a thermometer screen on the insr yesterday. Reviewed the thermometer screen and asked for clarification on the "pos" message. Pt corrected himself and confirmed that they were seeing the informational por message appear. Reviewed how to clear the por message, which the pt confirmed that they were successful w/ doing. Pt confirmed they were also able to turn the ins back on, and stated to pss that the therapy is "working great". The troubleshooting steps that were taken on the call resolved the issue.